Manufacturer narrative:
A software analysis was initiated. However, archive analysis found that a probable cause was unable to be determined. The archive showed a good 3d model and trace pattern, but indicated that the area of interest was not covered by a green zone of accuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736, version: 1.2.0. Patient information was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy. Initial registration was passed using trace and navigation to the anatomical landmark was approximately 10mm inaccurate. A retrace was performed and the surgeon navigated to the nasal floor and navigation was 7mm inferiorly inaccurate, displaying in the mouth. The inaccuracy occurred immediately after registration with all instruments. The 3d model was auto-refined before registration and appeared good quality. Navigation continued by accounting for the inaccuracy. There was no impact to patient outcome and a less than 1 hour delay to the procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. (B)(4) apply to this analysis. If information is provided in the future, a supplemental report will be issued.